Manufacturer narrative:
Please disregard previous reports. The device is no longer considered to be a suspect device and instead the construct will be reported under 1038671-2024-04867.

Event description:
As reported, approximately one year and one month post the initial right total shoulder arthroplasty, the patient had unknown pain and was debrided and downsized. The glenosphere and humeral liner were exchanged. The glenosphere was reduced in size from a 38 to a 36. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d10. D10: (B)(6) 320-15-05 eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-15-01 - eq rev glenoid plate.